Manufacturer narrative:
Product investigation completed. Product analysis did not confirm the reported events or a device malfunction. The reported events could not be confirmed or substantiated through the product investigation based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) in which the existing device was removed. During the procedure the cuff tubing was identified as fractured at the pump. No information was provided about the patient's outcome.